Manufacturer narrative:
H2. Correction: please note, h6 codes b17, c20, and d14 no longer apply to this report. H3. The returned implantable neurostimulator (ins) [serial #(B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt a device version error was observed. This was traced to the ins software/firmware. Clinician programmer logs were reviewed and it was determined that the ins experienced 10 resets in a row, each less than 20 seconds apart from the each other. It was unknown why the ins experienced 10 resets in a row to cause the initial issue, but resetting did recover normal operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) was trying to program the implantable neurostimulator (ins) pre-operatively, the clinician application started normally and they could see the lot number but no connection/interrogation was possible. The interrogation process starts but stops with a warning that the app version could not serve the ins: "device version is not supported". There was nothing that was noted to have led to the issue, this was the first use of the implant. The rep tried a different clinician tablet, which yielded the same problem. They tried the original tablet with a different ins, and everything was working fine. The issue was not resolved at the time of report, the ins was not implanted and it was advised to send it back for analysis. No patient was involved in this event.

Manufacturer narrative:
H2. Correction: upon further review, h6 code d16 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.